Event description:
Operative report shows pt had painful breast masses on the right side, bilateral painful beasts secondary to silicone leakage with acute and chronic granulomatous inflammation with possible rupture of prostheses and bilateral capsular contractures. Upon removal of the right prosthesis, it was found to be intact but there was free silicone in the space and on the surface of the prosthesis. The left implant had a considerable amount of free silicone on the surface of the prosthesis and in the walls of the space. There was grossly more free silicone on the left side than the right. Upon examination of the implants, no specific ruptures were found but a thinning was noted compared to the rest of the wall.